Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level was greater than 400 mg/dl. A system check was performed by tandem technical support and no issues were identified. Customer successfully changed pump supplies to address the issue.